Manufacturer narrative:
Concomitant products: dtma1d4 crt-d implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was unable to capture at maximum output. The lv lead was replaced with a new lead. No patient complications have been reported as a result of this event.